Manufacturer narrative:
All buttons responded properly during testing however, traces of moisture was found at the keypad traces. The insulin pump was received with cracked case at display window corners, display window, broken reservoir tube lip and minor scratches on liquid crystal display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had a button error. The act button is unresponsive. The device was not dropped or exposed to moisture. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.